Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that they experienced high blood glucose level were 400 mg/dl and 325 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with syringe. Customer stated that the insulin pump was not functioning correctly. She also mentioned that the numbers was hard to read. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.